Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to open trace.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 94 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. The customer received sensor updating alert. The insulin pump passed self-test. Customer is concerned because insulin pump was not alarming and alerts are not being recorded. The insulin pump will be returned for analysis.